Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during total hip replacement an unknown anthology imod trial neck were extremely difficult to disassociate from the broach upon performing a trial reduction, causing added time and frustration during this step in the procedure. It is unknown how surgery was completed. A significant delay occurred as consequence of this problem. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: case(B)(4).